Event description:
In 2005, during a procedure to repair a shoulder rotator cuff using the smartstitch suturing device, the physician accidentally pushed the device too hard into bone which caused the suture cartridge to dislodge from the m-connector. At the same time the very tip of the suture cartridge broke off approx 2 to 3 mm distal end of the white plastic tip. The surgeon called in a second surgeon to assist with locating the small white plastic piece. Neither surgeon was able to locate the piece and it was determined to be caught somehwere in soft tissue. An x-ray was taken while in the or, but there was no visualization of the piece. The surgeon opted not to perform a mini-open, believing the part too insignificant to cause pt discomfort.